Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was not able to charge and did not provide power to the controller, which rendered the battery inoperable. As a result, the reported event was confirmed. Supplemental testing revealed two lifted cell welds on cell pack three and a defective analog front end integrated circuit. The reported battery flashing red was most likely attributed to the lifted cell welds, given that the defective analog front end integrated circuit causes the battery to not be able to communicate with the battery charger, causing the charger to blink yellow. The defective component most likely failed after the reported event. As a result, the defective component is an additional observation that is not related to the reported event. Based on the available in formation, the most likely root cause of the reported event can be attributed to lifted cell welds on a cell pair. Concomitant medical products: 693558 lead, implanted: (B)(6) 2010. 6719 adapter, dtba1d1 ICD, 407645 lead, 429688 lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not able to charge and displayed a flashing red indicator light on the charger. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.